Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the fridge lock was completely detached and could not be reattached. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the fridge lock was completely detached and could not be reattached. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge lock was failed. A field service engineer (fse) identified that the customer had a fridge with no hasp, the existing corner hasp had been installed but did not function properly. So, the customer ordered a new adjustable hasp and the fse installed it and tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.